Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device was taking 2, 3, 4 seconds to seal. Sometimes, it seal after that long wait despite thin tissue in jaws and sometime still gave regrasp alarm after long wait. There was an end tone reported. There was no patient injury.